Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer reported low blood glucose (bg) level of 45 mg/dl. The customer addressed low bgs by drinking juice. The customer may have inadvertently set the pump bolus menu to units instead of carbohydrate. Tandem technical support assisted in changing the setting.